Event description:
It was reported the insulin pump displayed an alarm and was unable to clear it. Customer removed the battery but anomaly persisted. Customer's blood glucose was 8 mmol/l. Customer reverted to back up during the night. Then customer inserted a new battery and device was responding, currently was on the device. No cracks were noted on the device. Customer stated the esc and act button were sticking. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons, all buttons, due to flatten dome switch. The device had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.